Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the device was in place in the left fallopian tube but not the right'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in a 28-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced rosacea ("rashes or skin conditions:rosacea"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("pain: lower back ") and dyspepsia ("gastrointestinal or digestive system conditions: type: heartburn"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ loss(specify which one) gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and depression ("psychological or psychiatric problems:depression"). The patient was treated with doxycycline, duloxetine hydrochloride (cymbalta) and surgery (ablation and essure removal/ surgical removal of coil(s) -removal of right coil /tubal ligation). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, depression, rosacea, weight increased, back pain and dyspepsia outcome was unknown. The reporter considered back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, menorrhagia, rosacea, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: the device was in place in the left fallopian tube but not the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs was received. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, depression, rosacea, weight gain, lower back pain, heartburn were added. New reporters were added. Date of removal was added. Treatment drugs were added. Event onset dates were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the device was in place in the left fallopian tube but not the right') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: the device was in place in the left fallopian tube but not the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet received. Case became incident & valid. Event injury nos replaced with device dislocation. Reporter information updated. Patient demographic information updated. Lab data updated. Product information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.